Manufacturer narrative:
The symptoms did not result in sensor removal. Customer care provided guidance and advised the user to follow up with their healthcare provider for further evaluation and medical advice as the symptoms had persisted. Per data management system review, no further issues were identified. Skin irritation at or around the insertion site is a known and anticipated potential adverse effect and does not require further investigation. This MDR is submitted retrospectively following an internal review.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident in which the user reported intermittent itchiness at the sensor insertion site. The user stated that the symptoms had been present since insertion on (B)(6) 2026 and continued despite discontinuing use of the system for several weeks. The user confirmed that their healthcare provider was aware of the event and had prescribed flonase, allegra and chlorpheniramine maleate for symptom management. The user reported that symptoms improved while taking the medication.